Event description:
The customer reported being in the emergency room due to high blood glucose of 493mg/dl. The customer stated that he was in an accident while driving. Troubleshooting was performed, and the drive support cap appears to be normal. The caller stated that the buttons were responding, but he was not getting the insulin. The time, date, basal rates, and bolus wizard were correct. Reviewed the alarm history and found low reservoir, no delivery, and off no power alarms. Assisted the customer to run the high pressure test and passed. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.